Manufacturer narrative:
H3: analysis found that visually, the distal tip of the inner cutter fractured / cracked which would have resulted in the reported event. No portion of the device detached (no fragments). The fracture occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 1st proximal tooth valley while moving in a ccw direction which resulted in the observed fracture. The expanded tip outside diameters had been machined / turned. There was no evidence of a bend in the outer tube. There were no signs of misuse or mishandling. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. A review of the xpi indicates production shall rotate the cutter assembly to verify that there is no resistance or unusual grinding noises. Additionally, there are checks f or damage to the assemblies and components throughout the manufacturing process. The inner cutter and outer tube are supplier manufactured; additional components are installed for the final assembled by medtronic at the jacksonville and juncos manufacturing sites. H6: fdm 4114, fdr 3221 and fdc 67 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the tip of the dissector was broken prior to a nose and eye related endoscopic minimally-invasive surgery. It was confirmed that there were fragments detached from the device. There was no delay in the procedure as a result of this event. The procedure was completed using a back-up device. There was no patient impact.